Manufacturer narrative:
The investigation for the optical signal issue and low pump flow has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The cause of the low pump flow issue was most likely due to be improper positioning. Positioning the pump properly was difficult due to the patients difficult cardiac anatomy.

Event description:
The user facility reported a patient (unknown demographics) was implanted with an impella cp for circulatory support. Suction issues and placement signal unreliable alarms occurred during impella support. It was noted that the patient did not have an anatomically correct cardiac anatomy which led to difficulty with positioning the pump. Placement signal unreliable and suction alarms were subsequently ongoing with no resolution after troubleshooting. Patient support continued with the implanted pump. There was no patient harm as a result of the noted issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. All pertinent information available to abiomed has been submitted at this time.

Event description:
It was reported that the patient expired during support.